Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue could not be verified; however, different issues were identified. No wall adapter was received for investigation therefore no evaluation could be performed for the wall adapter allegation.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the customer was unable to charge the pump due to damage to the tandem-provided wall power adapter. A new wall adapter was sent to the customer.